Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon revision, a fluid loss in the reservoir was found; therefore, the reservoir was removed and replaced. No patient complications were reported.